Manufacturer narrative:
Both levels of unexpired controls were run at 2:35 pm and 2:36 pm respectively, and both passed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's meter and test strips were returned for investigation and were tested using quality control materials control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 47, 46, 45 mg/dl. Level 2: 314, 309, 307 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 1:38 pm, a laboratory draw was performed with a result of 45 mg/dl. At 1:44 pm, a fingerstick sample was tested on this meter with a result of 347 mg/dl. At 2:03 pm, a fingerstick sample was tested on this meter with a result of 48 mg/dl.